Event description:
It was reported that during a laparo prostatectomy procedure, the shears stopped working after ten minutes operating and the generator signaled "error 5". The user tried to clean, disassemble and re-assemble the device, but in vain. The surgeon had to finish the case by using a new ace36p. No adverse patient consequences.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error".